Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was 10.7mm, minimal posterior wall calcification, no tortuosity, and a measured deployment depth of 3 + 1cm. A central positioned access was gained using micro-puncture and ultrasound guidance. No issues encountered advancing or withdrawing procedural sheaths. Following deployment, hemostasis was immediate. The guidewire was still in the patient, and slight ooze present around the wire. The physician decided to readvance the blue lock advancement tube. He applied too much force, forcing the blue advancement tube to advance over the wire into the vessel, disrupting hemostasis, and creating an uncontrolled bleed. A surgical cut down was performed to address the uncontrolled bleeding. The root cause of the uncontrolled bleed requiring surgical cut down is due to the additional manipulation by the physician which disrupted hemostasis and is not due to the manta device. The IFU lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include oozing from the puncture site, and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Additionally, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
As reported: hemostasis achieved additional manipulation by physician, uncontrolled bleeding after. Surgical cut down was performed.

Manufacturer narrative:
Device will not return. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.